Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from italy, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During procedure, no issues were found during the insertion of the esheath+ into the patient. However, higher resistance than usual was felt during the insertion of the commander with valve into the esheath+, but the procedure was continued. After the successful valve implantation, during the removal of the esheath+, a lot of resistance was felt. Then, when the esheath+ was removed, it was observed that the distal tip was torn. The patient did not suffer any injury and the procedure was successfully ended.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. Section b5 and d2b were corrected. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, revealing that the liner was fully expanded. A radial tear was observed at the distal tip, with hdpe material stretched along the tear location. Despite the damage, all score lines were present and intact at the distal tip. Due to the nature of the complaint (distal tip torn and liner fully expanded), no functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Imagery was provided and revealed the liner expanded, and distal tip appeared torn radially. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformance's identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that procedural factors (variability in tip expansion) likely contributed to the event as the complaint states that "higher resistance than usual was felt during the insertion of the commander with valve into the esheath+ at the exit." This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report received from italy, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, no issues were found during the insertion of the esheath+ into the patient. However, higher resistance than usual was felt during the insertion of the commander with valve into the esheath+ at the exit, but the procedure continued and the valve was successfully implanted. After removal of devices, it was observed that the distal tip of the esheath+ was torn. The patient did not suffer any injury and the procedure was successfully ended.